Manufacturer narrative:
(B)(4). Method: only 26 out of the 40 complaint mr290v vented autofeed humidification chambers were returned to fph (B)(4) for inspection. All returned chambers were pressure tested, set up on a heater base and connected to a water bag to test for leaks. The water feedset tubes were also visually inspected for damage. Results: the pressure test revealed that all returned mr290v chambers were within the required specification. No water leak was observed from the base seal, water feedset tube or any part of the chambers. Further inspection showed that glue had been applied to the water feedset tubings properly, providing full coverage around the tubes to prevent water leak. Conclusion: no fault was found with the returned chambers. All chambers are pressure tested before leaving the production line and any holes or leaks are identified during this process. Our user instructions which accompany the mr290 state the following: set appropriate ventilator alarm. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A healthcare facility in (B)(4) reported to a fisher & paykel healthcare (fph) field representative that a quantity of 40 (B)(4) vented autofeed humidification chambers leaked during set up. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The healthcare facility confirmed that 14 out of 40 (B)(4) chambers that were reported leaking were "accidentally thrown away". The remaining 26 (B)(4) chambers are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint devices and have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a quantity of 40 mr290v vented autofeed humidification chambers leaked during set up. No patient consequence was reported.